Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the image cut in and out based on how the cable was flexed. A delay in the procedure of approximately two (2) minutes occurred as a back-up glidescope device was obtained. No harm to patient or user was reported.